Event description:
In 2006, patient at the dental clinic. During restoration procedure while prepping tooth, the bur in handpiece spun out of handpiece. Patient ingested bur. (Xray negative). Bur located in mid-right abdomen. Patient was given laxative & monitored stool for bur. At this time, no harm to patient.